Manufacturer narrative:
The product was not returned. All product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had the most trouble with distance and near vision. Night vision tends to be worse. The patient experienced spasms for the past couple of weeks while concentrating on vision. The patient is using cyclosporine twice a day and using preservative free artificial tears 1 to 2 times an hour. The patient underwent a yag laser capsulotomy. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.